Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing impedance measurements, greater than 2,000 ohms. No adverse patient effects were reported. All other lead measurements were stable and there was no oversensing stored or with isometrics. It was noted that the patient is young and active and has been atv riding but has sustained no trauma. Technical services discussed recommendations. Additional information indicated that a revision procedure was performed and the rate/sense portion of this lead was surgically abandoned and a new rate/sense lead was successfully implanted. The device was explanted and replaced with a dual chamber device.